Event description:
It was reported that on 4/30/98, a datascope balloon was placed in a pt, intra aortic balloon pump utilized was bard transact. Pt had good augmentation. On 5/1/98 the pt went to the or, after anesthesia but prior to starting a coronary artery bypass graft procedure, the intra aortic balloon pump alarm sounded with "gas leakage" alarm. The pump was turned off. No blood in the catheter. Tubing and connections were checked, found tubing was tangled with the table clamp. Tubing was changed immediately. Continued attempts to refill with pump unsuccessful. Bard pump was replaced with 2nd bard pump, this pump also not inflate. Surgeon then cut down to place a bard balloon and started to pump with the 2nd bard pump but pt coded and expired. Pt had transesophageal which showed left ventricle akenetic. Datascope balloon was inspected, no leak was noted and no blood in tubing (the balloon was not pressure tested for leaks). Datascope balloon and tubing were discarded. Freq of occurrence: unk. Severity of occurrence: unk. The above info was supplied to co by bard vascular systems div. Without co's independent verification as to its accuracy, completeness, or causal relationship to the product.